Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The microcatheter and the guide wire were returned for evaluation. The tip of the returned microcatheter was torn off. The proximal segment of the torn tip was crushed due to bending. Circumferential cracks with stretching of the tip polymer were observed on the proximal tip. The proximal end of the torn tip showed stretching of the tip polymer. The tip was separated at the junction of polymer-only segment and polymer-and-braids segment approximately 2mm proximal to the tip end. The returned guide wire had no damage. The separated catheter tip was on the guide wire at approximately 20mm proximal to the wire tip. The tip fragment was flipped inside out at the distal end. The proximal segment of the tip fragment was twisted. Circumferential cracks caused by stretching of tip polymer were observed on the mid segment of the tip fragment. Stretching of the tip polymer was also observed at the distal torn end. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress generated with releasing manipulation of the stuck device likely exceeded the product's design limit and caused the catheter tip to become separated. The factor behind this was assumed to torsion that generated with pushing and rotating manipulation that caused the tip to be flipped and buckled on the guide wire; it led the microcatheter to be stalled on the guide wire due to tip deformation. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated on a concomitant guide wire during a ppi to treat a severely calcified, intermittent cto lesion in the left sfa through pop. An asahi guide wire was advanced with the microcatheter in an attempt to cross; however, it got stuck in the lesion. The microcatheter would not follow the guide wire. Torsion was applied to release the guide wire when the catheter tip was noticed separated and remained on the guide wire. The separated tip was successfully retrieved with the guide wire. New devices were replaced to resume the ppi. The procedure was successfully completed with reestablished blood flow. The patient was fine without problem after the procedure.